Manufacturer narrative:
(B)(4). Evaluation summary: the device failed rite (return instrument test/evaluation) functional test but passed the rite electrical test. The assignable cause for the reported rite issue was determined to be damaged door piston and deteriorated piston foam.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. The device failed the rite test due to fill 1 at 835.4ml, drain 1 at 835.4ml, fill 2 at 831.1ml, and drain 2 831.0ml. The allowable range was 750.0ml to 828.2.0ml. There was no patient involvement.